Manufacturer narrative:
Serial number is unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is vent inop as exhibited by diagnostic code (air valve liftoff failure). No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer provided a quote for repair, but the customer has not responded to the provided purchase order. The device remains unrepaired at the customer's facility. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.